Event description:
It was reported that during use, the shaver handpiece slowed down and would not return to the desired speed. There was no report of injury or delay related to this event.

Manufacturer narrative:
Investigation results: an evaluation confirmed the reported problem. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries reported to this failure mode.